Event description:
On (B)(6) 2012, a vns treating neurologist reported that the vns patient had recently had a fall and since then the patient is not feeling both normal mode and magnet mode stimulation. The patient was seen by the physician on (B)(6), 2012 and a system diagnostics test showed high impedance. The physician stated that x-rays were taken but showed that the lead was intact. The physician then stated that a generator diagnostics test was performed but the test changed the patient's settings. The physician stated he noticed the change in settings and fixed them back to the intended settings. The manufacturer's consultant interrogated the patient's device on (B)(6), 2012 and both the system and normal mode diagnostics tests showed results within normal limits; no high impedance. They both showed output=ok/lead impedance=ok/dcdc=2/near end of service=no. Diagnostics were then run with the physician's programming system and the results again showed everything within normal limits. The patient stated that they could feel stimulation again before coming into the clinical visit. The physician believed that everything was functioning with the vns system and let the patient go home. The physician's handheld was checked and it was confirmed that high impedance was seen on (B)(6), 2012. The manufacturer's consultant reported that there are no plans for surgery right now. The physician is monitoring the patient closely for any changes. X-rays were received by the manufacturer dated (B)(6), 2012. Based on the x-rays received, no gross lead discontinuities or sharp angles appeared to be present however an unpronounced lead fracture cannot be ruled out. A portion of the lead was behind the generator and therefore could not be assessed. The programming history database was searched and it contained programming history from date of implant, (B)(6) 2007, through (B)(6) 2011 (adjusted dates). The patient was last programmed to output=1.25ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=10min/magnet output=1.5ma/magnet pulse width=500usec/magnet on time=60sec on (B)(6) 2011. A battery life calculation was performed with the programming history available which showed 7.99 years until elective replacement indicator (eri)=yes.

Manufacturer narrative:
Analysis of programming history. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted lead. A break was identified in the negative coil of the lead. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at one broken end. However, due to metal dissolution, mechanical distortion and/or surface contamination the fracture mechanism cannot be determined. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was identified other than the end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis was completed on the generator on (B)(6) 2012. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, additional information was received when the neurologist reported that during a clinical visit that day system diagnostics were run and the results still showed high impedance; output=limit/lead impedance=high/dcdc=7. The physician swiped the magnet and the patient did experience hoarseness briefly during the magnet swipe. The patient was left at their settings and was referred for surgery. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient had a full revision surgery that day. Prior to surgery diagnostics showed output=ok/lead impedance=ok/dcdc=2/eri=no. The manufacturer's consultant reported to the surgeon that the patient had experienced a fall some time ago and since then the patient's device was giving intermittent high lead impedance results. The consultant also stated that the neurologist had taken x-rays to inspect the lead but nothing definitive was seen. The surgeon decided to first replace the generator. After replacing the generator, diagnostics still showed high impedance; lead impedance=high/impedance value >=10,000ohms. The surgeon then decided to replace the leads. The surgeon stated that he removed as much scar tissue as possible in the area and placed the new electrodes in the same place but a little lower than the old ones. The surgeon decided to use a smaller diameter electrodes and did not report any issues with implanting them despite their smaller size. The system diagnostics test after surgery showed results within normal limits of output=ok/lead impedance=ok/impedance value=1647ohms/eos=no. The explanted lead and generator were returned for product analysis on (B)(6) 2012 and (B)(6) 2012, respectively. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.